Event description:
The article, "transcatheter device closure of post¿myocardial infarction ventricular septal rupture: a single-centre experience", was reviewed. This research article is a retrospective single-center experience to evaluate the feasibility, procedural success, early clinical outcomes, and determinants of survival in surgically declined patients undergoing transcatheter device closure for post-myocardial infarction ventricular septal rupture (vsr), particularly in the setting of cardiogenic shock. The devices included in the study were amplatzer muscular vsd occluder, amplatzer pi muscular vsd occluder, amplatzer septal occluder, and lifetech. The article concluded that transcatheter device closure of post¿myocardial infarction ventricular septal rupture (vsr) is technically feasible and can be successfully performed in high-risk patients who are not surgical candidates; however, early mortality remains very high and outcomes are driven primarily by the severity of cardiogenic shock and systemic metabolic failure rather than by procedural success or defect characteristics. [The primary and corresponding author was seenu prasanth adimoulame, medanta ¿ the medicity sector 38 gurugram, haryana 122001 india, with corresponding e-mail: seenuprasanth.a@gmail.com.]. The study included patients who underwent transcatheter device closure for post-myocardial infarction vsr from (B)(6) 2014 to (B)(6) 2025. A total of 17 patients were included in the study, of which 94.1% (16) received an abbott device. The average age was 68 years. The majority gender was male. Comorbidities included diabetes, hypertension, ventricular septal rupture, and apical or anterior mid-septal defects with left-to-right shunting.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer post-infarct vsd occluder were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, ventricular septal rupture, and apical or anterior mid-septal defects with left-to-right shunting. Complications reported included patient device interaction problem (residual shunt), shock, cardiac tamponade, pericardial effusion, vascular dissection, sepsis, unexpected medical intervention (medication required, intra-aortic balloon pump), hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: transcatheter device closure of post¿myocardial infarction ventricular septal rupture: a single-centre experience b2: death date was estimated b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.